Event description:
It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not release from the catheter. The physician attempted to redeploy the clip, pull the clip back in and push out clip again but was unsuccessful. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of unable to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. The device has evidence of premature deployment as the yoke is still attached to the control wire. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the yoke was returned attached to the control wire, this is likely due to operational factors during the procedure such as trying to open the clip once it was already activated. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
Note: this report pertains to the one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not release from the catheter. The physician attempted to redeploy the clip, pull the clip back in and push out clip again but was unsuccessful. Another of the same device was opened and the same problem occured. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of unable to release from catheter.